Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reports seeing the, "unable to provide desired settings" error message on both sides at 0.1v. The action/intervention taken to resolved the issue was "stamped" sales attention needed. Two days later, patient reported the leads completely came out. The patient has reached out to their doctor and the issue was "stamped" sales attention needed. No further patient complications have been reported as a result of this event.